Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) system failed optimization which led to oversensing. The physician opted to cancel the procedure post-sedation and the s-ICD system was unsuccessfully implanted. No additional adverse patient effects were reported.